Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I results were obtained from three patient samples run on a vitros eci immunodiagnostic system. The likely assignable cause for the unexpected vitros troponin I es result is an instrument issue. Service actions were performed and the vitros eciq immunodiagnostic system was returned to expected operation as indicated by acceptable post service precision results. The investigation also determined pre-analytical sample preparation was unlikely to be a contributing factor to the events described and found that reagent performance was unlikely a contributory factor to the events described.

Event description:
The customer complained of non-reproducible, higher than expected vitros troponin I results from three patient samples run on a vitros eci immunodiagnostic system. Patient 1: vitros troponin I es result of 0.097 ng/ml (ug/l) vs re-test result of <0.012 ng/ml (ug/l); patient 4: vitros troponin I es result of 0.133 ng/ml (ug/l) vs re-test result of 0.018 ng/ml (ug/l); patient 5: vitros troponin I es result of 0.096 ng/ml (ug/l) vs re-test result of <0.012 ng/ml (ug/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results for all three patient samples were not reported to a clinician. There are no allegations of harm as a result of the events described. (B)(4).